Event description:
It was reported that the abutment screw on the implant at tooth site #19 broke off deep inside the implant and was unable to be removed. The clinician had to remove the implant. Symptoms as a result of the event: inflammation and pain.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided; date of event unknown / not provided; brand name unknown / not provided; catalog and lot number unknown / not provided; tsvtwb10, imp,tsv,4.7,10,mtx,mg/ lo# 1226091; PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. No item/lot, no product returned.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number 0002023141-2023-01970 is a duplicate of MFR report number 0002023141-2023-01857 that was submitted on july 11, 2023. Therefore, this supplemental mw is being submitted as a retraction due to duplication of MFR report number 0002023141-2023-01857. No additional reports will be submitted under MFR report number 0002023141-2023-01970. H3 other text : no item/lot, no product returned.

Event description:
This report is being submitted to retract the initial report, MFR report number 0002023141-2023-01970 upon review of the complaint records, it was determined that this event has already been submitted and is a duplicate of MFR# 0002023141-2023-01857 that was submitted on july 11, 2023.